Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with mobile glans. The ipp was explanted and replaced. No further information could be obtained despite good faith efforts.